Event description:
It was reported the patient was hospitalized due to noise causing inappropriate shocks being delivered. The device was removed from service; no patient complications have been reported since the explant.